Manufacturer narrative:
Section h8 was corrected. The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, which confirmed the complainant¿s experience of a cannula tip fracture. Based on the event description and the photo provided, it is likely that the cannula tip fracture was caused by an instrument that came into contact with the cannula during the procedure. However, in the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic robotic assisted hysterectomy additional information received via email on 08jan2020 from [hospital] risk mgmt: the procedure being performed was a laparoscopic robotic assisted hysterectomy. The color of the component was clear. See picture for where fracture occurred. Surgeon was adjusting trocar when the fragmentation occurred. It occurred immediately after reinserting. Pieces did fall into the patient. Missing pieces never found. No information to what instrumentation was being used at the time of the incident. No information to how was the procedure completed. Patient status is pieces never found. The device is not available to return as "we do not release defective items which have been used on a patient." Pictures are attached. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic robotic assisted hysterectomy. Event description: "refrained fragment" is all of the information provided to me. Additional information received via email on 08jan2020 from [hospital] risk mgmt: the procedure being performed was a laparoscopic robotic assisted hysterectomy. The color of the component was clear. See picture for where fracture occurred. Surgeon was adjusting trocar when the fragmentation occurred. It occurred immediately after reinserting. Pieces did fall into the patient. Missing pieces never found. No information to what instrumentation was being used at the time of the incident. No information to how was the procedure completed. Patient status is pieces never found. The device is not available to return as "we do not release defective items which have been used on a patient." Pictures are attached. Patient status: no patient injury.